Event description:
During the surgical procedure the tip of the monopolar curved scissors instrument burned a hole in the tip cover. No patient harm, adverse outcome or injury was reported. Additional info later provided by the isi account manager indicated that there was a frayed wire in the instrument wrist.